Event description:
The dentist reported that fixture remover screw fractured in the attempt to extract the implant. The dentist milled out the implant to achieve the removal. Patient was re-scheduled for another surgery for re-implantation.